Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while in patient use, it was observed that the oxygen not available alarm kept occurring, it was being used with fio2 set to 22% and connected to the central piping as it is always connected to it. The device kept operating when the alarm occurred. There was no harm to the patient or user. The device was swapped out with a different device. There was neither delay in therapy nor medical intervention reported due to the event. The authorized service provider (asp) evaluated the device and confirmed the reported problem. It seems that it was alarming even when connected to the hospital's central piping. As similar alarms were ringing on other v60s, it has been requested that the central piping be checked. The investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. It seems that it was alarming even when connected to the hospital's central piping. As similar alarms were ringing on other v60s, it has been requested that the central piping be checked. The measured air flow value was 39.17 slpm when the setting was 35 slpm (allowable range: 33.2-36.8 slpm). The v60 calculates the amount of high-pressure oxygen flow needed to provide the set oxygen concentration as a method of oxygen delivery, based on the airflow from the blower motor. Due to this, if a flow exceeding the v60's leak compensation ability occurs because of circuit leaks or patient circuit disconnections, the "check vent: oxygen device failed" may occur. The authorized service provider (asp) evaluated the device and was able to duplicate the issue by running tests. The history of occurring "check vent: oxygen device failed" (1111) and "oxygen not available" (1208) was observed in the event log. When the "check vent: oxygen device failed" occurs, the "oxygen not available" alarm is generated to stop supplying oxygen. There were no abnormalities observed other than the air flow value accuracy test during an inspection. Confirmed that the result of air flow value accuracy test was out of the allowable range. It was resolved by replacing the flow sensor assembly. There was no other abnormality found. Overall checks, cleaning, a run-in test and a functional test were performed.